Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer results of third-party testing, the device evaluation and the final investigation. Olympus/ eurofins provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: all channels. Cfu: 7 cfu. Bacterial identification: micrococcaceae luteusllyae and streptomyces sp. Sampling date: (B)(6) 2025. Sampling from: erector channel. Cfu: 3 cfu. Bacterial identification: micrococcaceae, micrococcaceae luteusllyae and streptomycees atroolivaceus. Sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 10 cfu. Bacterial identification: na. Olympus/ eurofins provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: operator channel. Cfu: 1 cfu. Bacterial identification: micrococcaceae luteus/lylae. Sampling date: (B)(6) 2025. Sampling from: operator aspiration channel. Cfu: 1 cfu. Bacterial identification: na. Sampling date: (B)(6) 2025. Sampling from: air channel. Cfu: 1 cfu. Bacterial identification: na. Sampling date: (B)(6) 2025. Sampling from: distal end. Cfu: 2 cfu. Bacterial identification: staphylococcus epidermis and kocuria rhizophilla. Sampling date: (B)(6) 2025. Sampling from: air channels. Cfu: 3 cfu. Bacterial identification: na. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenovideoscope tested positive for unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.